Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's tube leaked. The airbag pressure dropped again after about an hour. When they removed the tube, it was found that the airbag was leaking. They replaced it with a new medical tube.